Event description:
The pt reportedly experienced intermittencies and uncomfortable sound quality issues while using her cochlear device. Programming changes were made; however, this did not resolve the issue. Testing of the pt's device revealed inconsistent and abnormal electrode output. The test was discontinued due to pt's discomfort. Surgery to explant the pt's device has been scheduled.